Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A review of the device history record. Device history lot . Manufacturing location: (B)(4). Manufacturing date: 21-feb-2017. Expiration date: 01-feb-2027. Part number: 04.037.154s, 11mm/130 deg ti cann tfna 340mm/right- sterile. Lot number: h300056 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final rev h met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. (B)(4). Supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, bp55. Lot number: l260834. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h089458. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(4) dated 17-aug-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h255481. Lot quantity:(B)(4). One piece was scrapped in cell at op #70, final inspection, for thread damage caused during anodize (burned threads).work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, rev d met all inspection acceptance criteria apart from the one piece noted. Part number: 21127, timoagri16.00, bp80. Lot number: h145470. Lot quantity: 878 lbs. Certified test report supplied by (B)(4). Dated 06-may-2016 and certificate of analysis supplied to (B)(4) by (B)(4) dated 15-dec-2015 were reviewed and found to be conforming. Lot summary report dated 13-jul-2016 met all inspection acceptance criteria. (B)(4) material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null 23-apr-2020. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with nail rupture after 9.8 months of surgery, shows no signs of consolidation on radiography. The day of the surgery, the doctor sent samples for culture and the result, however they removed the broken nail and put in the hip prosthesis. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information one screw was broken that was the right 340 mm tfna 11 nail, and it fractured at the level of the helical blade hole. All of the broken nail was removed and put the hip prosthesis. The surgery was a removal of material for a broken nail. Because the patient had to undergo another surgery to remove the broken nail and, as the fracture had not consolidated, they placed a hip prosthesis. The nail was splitted into 2 fragments. The revision surgery was scheduled for (B)(6) 2020.